Event description:
A severely mentally retarted pt has a large bore catheter for hemodialysis. Pt was receiving IV fluids and the line became disconnected at the lever lock cannula and IV tubing with a filter. Pt bleed out and required a blood transfusion.